Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd pegasus yel 18ga prn-cap y leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: there was leakage happened at the root of indwelling needle¿s tube.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1110800. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was returned to our facility to aid in out investigation. Our engineers were able to confirm, that the returned device had suffered damage to the catheter tubing. Based on the location and characteristics of the catheter¿s surface our engineers believe that the non-conformance was most likely caused by a misalignment of the station responsible for the cutting of the catheter tubing. The misalignment can result in the tubing contacting a pin and becoming damaged as a result.

Event description:
It was reported while using bd pegasus yel 18ga prn-cap y leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: there was leakage happened at the root of indwelling needle¿s tube.